Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated 19apr2016. Evaluation summary: a male patient reported that his humapen luxura device "jammed and was not releasing insulin." The patient experienced a severe adverse event of hypoglycemia and a non-severe adverse event of increased blood glucose. The investigation of the returned device (batch (B)(4), manufactured january 2014) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is evidence of improper use. The patient reused needles and did not prime the device which may be relevant to the complaint of increased blood glucose but, is unlikely relevant to the complaint of hypoglycemia.

Event description:
(B)(4). This spontaneous case reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns a caucasian male patient (B)(6). No medical history and concomitant medication were provided. Patient received human insulin nph (rdna origin) (humulin n), 20 iu, subcutaneously, unknown frequency beginning in (B)(6) 2015 because his pancreas did not work without the insulin any more. On an unspecified date, after the beginning of human insulin nph therapy via humapen luxura burgundy and unknown if prior of after starting humapen luxura hd, the patient experienced hypoglycemia and due to that he should be hospitalized. On unknown date the patient discharged from the hospital. As consequence of the hypoglycemia the human insulin nph dose was decreased from 20 iu to 10 iu. It was reported that in early (B)(6) 2016 the humapen luxura burgundy (lot 1401b08/ (B)(4)) was jamming and not releasing insulin. Patient was not safe if the insulin was delivered into his body because in this period he experienced blood glucose increased. No corrective treatment and outcome were provided. The patient stored the human insulin nph and humapen luxura burgundy in refrigerator and used that insulin for over 28 days. The operator of the device was the wife of the patient.. She was trained by a physician. It was not reported how long the patient had used humapen luxura burgundy and humapen luxura hd model, but the reported humapen luxura burgundy had been used for three months. The return of humapen luxura hd was not expected once there was no reported complaint for this. The humapen luxura burgundy returned and no malfunction was found. The reporting consumer related the hypoglycemia to the high initial dosage of human insulin nph and suspected that the blood glucose increased could be related to the device not delivering insulin. Update 17feb2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 19apr2016. Additional information received 18apr2016 from the product complaint safety database. To the device tab of the humapen luxura burgundy changed malfunction to no, added manufacture date, the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch device information, and the narrative was updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns a caucasian male patient born on (B)(6) 1939. No medical history and concomitant medication were provided. Patient received human insulin nph (rdna origin) (humulin n), 20 iu, subcutaneously, unknown frequency beginning in (B)(6) 2015 because his pancreas did not work without the insulin any more. On an unspecified date, after the beginning of human insulin nph therapy via humapen luxura burgundy and unknown if prior of after starting humapen luxura hd, the patient experienced hypoglycemia and due to that he should be hospitalized. On unknown date the patient discharged from the hospital. As consequence of the hypoglycemia the human insulin nph dose was decreased from 20 iu to 10 iu. It was reported that in early (B)(6) 2016 the humapen luxura burgundy, with batch number (B)(4)/ product complaint number pending, was jamming and not releasing insulin. Patient was not safe if the insulin was delivered into his body because in this period he experienced blood glucose increased. No corrective treatment and outcome were provided. The patient stored the human insulin nph and humapen luxura burgundy in refrigerator and used that insulin for over 28 days. The operator of the device was the patient's wife. She was trained by a physician. It was not reported how long the patient had used humapen luxura burgundy and humapen luxura hd model, but the reported humapen luxura burgundy had been used for three months. The return of humapen luxura hd was not expected once there was no reported complaint for this, however, the humapen luxura burgundy would return for analysis. The reporting consumer related the hypoglycemia to the high initial dosage of human insulin nph and suspected that the blood glucose increased could be related to the device not delivering insulin. Update 17feb2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting.